Event description:
It was reported that prior to use it was noticed that the catheter is longer than the needle with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: the patient was given an intravenous infusion before the puncture of the indwelling needle. It's noticed that catheter longer than the needle and result in penetration failure

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 71776637. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was noticed that the catheter is longer than the needle with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: the patient was given an intravenous infusion before the puncture of the indwelling needle. It's noticed that catheter longer than the needle and result in penetration failure.